Event description:
It was reported that a patient is experiencing stimulation in her legs. She had burning and jolting sensations that caused her legs to cramp and spasm. Her device is on. She has been reprogrammed several times. Further information is being requested from the hcp.